Event description:
It was reported that the customer was hospitalized for low blood glucose levels, and the insulin pump alarmed no delivery about a week later. The blood glucose reading was 40 mg/dl. The customer stated that the perceived cause of the low blood glucose event was that after she had tried to wear the insulin pump, the device caused her to go low. No significant events leading to the hospitalization was noted. About a week later, the customer reported that the insulin pump alarmed no delivery. The blood glucose reading was 296 mg/dl. She observed a "wet needle" during the fixed prime process of troubleshooting and was advised that the insulin pump be replaced. She also reported a high blood glucose reading of 400 mg/dl without further details. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.